Manufacturer narrative:
Additional information was added to h6. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused resulting in patient agitation. During a fentanyl infusion in the intensive care unit, the drip rate was increased at approximately 21:45 due to patient agitation. The remainder of the nightshift, the patient "kicked and thrashed wildly¿ whenever the patient ¿needed to urinate". It was further mentioned "the patient was not redirectable at these times and resisted care" and "was not able to follow commands tonight as often as the previous night". The patient required ¿frequent¿ as needed (prn) versed (midazolam; 8mg overnight). During the morning change of shift, the fentanyl drip was stopped to facilitate spontaneous awakening trials (sat). After the sat, at 10:45, the fentanyl drip was restarted. At this time, it was noted the fentanyl bag from last night had ¿majority of the bag remaining¿. The pump read that approximately 9ml left even though the bag ¿should be empty¿. No further information was available at the time of this report.